Manufacturer narrative:
This event occurred in (B)(6). The customer replaced the sample and reagent probes and ran qc. Afterwards, the issue was solved.

Event description:
The initial reporter questioned low results for 4 patient samples tested for total protein(tp), creatinine and crp on a cobas integra 400 plus instrument compared to a cobas 6000 system. Based on the data provided, the crp results for 1 patient were discrepant. The initial crp result was 154 (units not provided). This result was reported outside of the laboratory. The repeat on the cobas 6000 system was 236. The crp reagent lot number and expiration date were not provided.

Manufacturer narrative:
The customer identified aspiration issues which were corrected by the sample probe replacement. Aspiration alarms are consistent with poor sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.